Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a steris 1e automatic endoscope reprocessor (aer) after the ercp on (B)(6) 2023, which was completed at 1:10pm. Manual cleaning of the scope commenced at 2:02pm. Aer reprocessing commenced at 2:28pm and was completed at 2:50pm. Sampling of the scope for culture testing was performed. All personal protective equipment (ppe) was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. Facility technicians entered the sampling area. All facility technicians wore all designated ppe, except for one whom did not wear a mask. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regard to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for four (4) colony forming units (cfus). The following microorganisms were identified; staphylococcus auricularis, micrococcus luteus, and enterococcus species. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated by olympus after culture sampling was performed. There were deep dents and scratches on the control body, the bending section cover had been removed already and the bending section cover glue was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The genus enterococcus resides within the family enterococcaceae, all of which are gram-positive. Having beenrecently removed from the genus of streptococcus, they appear strikingly similar in both form and function. Enterococci have been a normal part of the human microflora for a long time but have recently come under higher scientific scrutiny due to their harboring of drug-resistant genes. While this genus can become an opportunistic pathogen, they are more routinely encountered in the form of utis or infected main lines. Micrococcus luteus is a gram-positive bacterium, classified as a low-concern organism. It is most commonly recovered in soil, dust, water, and air, but may also colonize the human mouth, mucosa, as well as upper respiratory tract. Staphylococcus auricularis is a gram-positive coccus whom is a common native commensal skin organism. This species is not known to cause complications surrounding endoscopic retrograde cholangiopancreatography (ercp) procedure. No delays were observed between the end of procedure and the start of manual cleaning. The endoscope did not show deviations / non-conformities during visual inspection during the sampling process. Reprocessing technicians were present in the room at the time of the sampling and were not wearing full personal protective equipment (ppe). All 12 required scope sampling points were sampled. Growth was recovered from 1 of 12 sampling sites. The microorganism identified during destructive sampling did not match nor confirm the originally identified enterococcus (high concern -hc) nor micrococcus or staphylococcus (low concern -lc). The majority of the genus enterococcus is identified as a hc organism per the olympus protocol, and the species-level was unable to be identified, the sample was considered to be high concern. Based on the sponsor¿s systematic literature review over the past 10 years, enterococci have not been confirmed in literature as being associated with outbreak events or patient infection due to contaminated duodenoscopes. This genus can cause bacteremia, primarily in the form of endocarditis or cholangitis. Literature reports that biliary infections identified as patient outcomes are a result of the procedure of ercp as opposed to the device being used to conduct the procedure. Since enterococci thrive in soil environments and often colonize multiple regions of the human system, there is not enough microbiologic data to arrive at a certain conclusion. It is possible that the observed contamination may be related to patient use. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.